Event description:
Info received indicates, the brake does not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician found the top stem of the casters was broken, preventing the casters from braking. The technician replaced the foot end casters to repair the stretcher.